Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the pump was working as expected but the patient experienced skin erosion that occurred at the pump pocket exposing the pump and the catheter. Per the reporter the hcp decided to replace the entire system. The pump and catheter were removed on approximately (B)(6) 2013. A new pump and catheter were implanted on (B)(6) 2013. The patient status at the time of the report was alive, no injury. The pump was used to deliver baclofen.

Event description:
Additional information reported the patient had an office visit on 2013-(B)(6) where the pump was exposed to air, eroded through the skin and there was catheter migration. It was reported the pump was removed on 2013-(B)(6). It was reported a new pump was placed on 2013-(B)(6).